Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports: 3012447612-2018-00834 thru 3012447612-2018-00840.

Event description:
It was reported that 6 anterior screws and 1 posterior pedicle screw were broken post-operatively. A revision surgery was performed to remove and replace the posterior screw with competitive product. There were no reported patient injuries which occurred during the revision. This is report three of seven for this event.

Manufacturer narrative:
Additional information: results and conclusions - the product was not returned and no photos were provided, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. The lot number was not provided, so the DHR is unable to be reviewed.

Event description:
It was reported that 6 anterior screws and 1 posterior pedicle screw were broken post-operatively. A revision surgery was performed to remove and replace the posterior screw with competitive product. There were no reported patient injuries which occurred during the revision. This is report three of seven for this event.